Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 23-may-2024. The device evaluation was completed on 21-jun-2024. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A screening test was performed, and the device was recognized correctly; however, hi force appeared on the system. Resistance of the sensor pads on the printed circuit board (pcb) was measured and no problem was found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since resistance of the sensor pads on the printed circuit board (pcb) was measured and no problem was found; the reddish material inside the pebax could be related to the 106-force sensor error issue reported by the customer and the hi force observed during analysis; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Zero the contact force reading following insertion of the catheter into the patient. The tip electrode and all four ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Ensure the catheter tip is not in contact with tissue. Variations in the force reading at the same rate as the cardiac or respiration cycle may indicate contact with cardiac structures. When these markers indicate the catheter tip is not in contact, the reading can be zeroed. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially during the procedure, after inserting the catheter and connecting it to the cable, an error of a sensor (error 106) appeared on the carto system. The cable was replaced but the error was not resolved. After the catheter replacement, the error was resolved and the procedure ended successfully. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-jun-2024, reddish material and a hole in the surface of the pebax was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 21-jun-2024 and have assessed this returned condition as reportable.